Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while connected to the ilet for approximately 12 hours and later observed insulin leakage from the cartridge connection after a supply change, consistent with a connector-related leak and no alerts or alarms. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged time above range without use of backup therapy, ketone testing, or professional medical intervention. Investigation included complaint handling with troubleshooting and user education, including confirmation that the cartridge was not overfilled, was placed after a pump rewind, and that the connector was not attached outside the pump. Investigation of this case revealed a reported leak at the cartridge connection. It was concluded that the event was associated with hyperglycemia with a reported connector leak, and the cause remains unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.